Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 at the abdomen. On (B)(6) 2015, at 10:00pm est, the patient reported that his cgm read 41 mg/dl; he called for emergency medical transport, took a fingerstick, which read 77 mg/dl, and drank some juice. Upon arrival, emergency medical service took a fs, which read 94 mg/dl. The patient reported feeling ok. No further event or patient information is available. Patient stated the bg value was 94 mg/dl when cgm was reading 60 mg/dl at 8:00 pm est, same day.